Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that, intraoperatively, the physician saw a spark while using a plasmablade and then noticed damage to the left ventricular lead insulation. The lead was capped and replaced. No patient complications have been reported as a result of this event.